Event description:
It was reported that during a stenting treatment procedure, low heart rate, low blood pressure and patient death occurred. The procedure treated the 100% occluded right coronary artery (rca). "The patient was previously intervened the day before but the procedure was stopped because they could not implant a stent". The next day the patient was brought back with the intention of using an extension catheter. Pre-dilation was performed with a 2.5x10mm non-bsc balloon catheter with 7 inflations to maximum 8 atms for 10 seconds. Then a 2.5x38mm promus element plus stent was advanced but could not cross the lesion. Next, a 2.5x10mm non-bsc balloon catheter was again advanced with 4 inflations to maximum 18 atms for 10 seconds. The 2.5x38mm promus element plus stent was again advanced but could not cross the lesion. An extension catheter was then advanced to the target vessel and a 2.5x10mm non-bsc balloon catheter was again advanced with 2 inflations to maximum 12 atms for 10 seconds. Next a 2.5x20mm promus element plus stent was advanced and deployed at 11 atms for 10 seconds and then re-inflated to 10 atms for 5 seconds. During this time the guide catheter and extension catheter deep seated in the rca and the patients blood pressure and heart rate dropped. The patient was given atropine and the heart rate normalized. The physician went back down to post dilate but at that point in time the patient became unstable. Angiography confirmed the rca had good blood flow. CPR was initiated and the patient was intubated and dopamine was started. A temporary pacer was inserted via the right femoral vein at 60ppm. Epinephrine was administered and an intra-aortic balloon pump was inserted. The patient went into emd and the physician decided to stop the resuscitation effort and the patient was declared dead.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).